Event description:
Ous MDR - noise was discovered on this lead in 2013, so it was replaced. Two years later, the new lead also displayed noise and it was decided to explant both leads. When the pocket was opened, it was noticed the ICD was discolored on the outside, so it was explanted as well. Prior to the lead extraction, the patient had received several inappropriate shocks from the noise. The patient works with a jackhammer despite recommendations not to. Both leads were destroyed during the procedure and will not be returned.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.